Event description:
Pt implanted in 1999 in nasolabial. Onset of infection, hematoma, and implant displacement 01/21/1999. Pt treated with zithromax on 01/21/1999 and 03/04/1999. Implant explanted in 1999 and pt treated with polysporin